Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in-clinic with episodes of non-sustained rv oversensing. Review of the data strip noted loss of ventricular capture followed by a conducted ventricular event. Device was reprogrammed and remains implanted.